Event description:
It was reported that during a sleeve gastrectomy procedure, opening the jaw is verified that the trip has been unsuccessful and there is a segment from the second to the third shot without brackets on both sides. To verify the charge after removal of the jaw is verified that the drivers are fired uneven. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge. The analysis results showed that two ecr60g reloads were returned. Reload a was received with the pan detached and fully fired. Reload b was received with the pan missing and fully fired. Although no conclusion could be reached on what may have caused the pan to dislodge; it is possible that the reload and device interaction was tighter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, (B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.